Event description:
A report was received that the patient was having difficulty charging her ipg. The patient was re-educated on proper charging techniques, but the issue was not resolved. The patient elected to have the entire system explanted and was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. Review of the charge profile revealed that the patient did not charge the ipg long enough for it to come out of the hibernation state. Analysis was not performed on the leads as there was no complaint against the leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2208-70 serial # (B)(4), (B)(4). Description: st linear lead, 70cm with pre-loaded 0.012 inch stylet.

Event description:
A report was received that the patient was having difficulty charging her ipg. The patient was re-educated on proper charging techniques, but the issue was not resolved. The patient elected to have the entire system explanted and was reportedly doing well following the procedure.